Event description:
On (B)(6) 2014, a (B)(6) year-old female patient was admitted to (B)(6) hospital for the hip surgery due to the fractured ceramic head. This patient had previously undergone a total hip arthroplasty with exeter cemented stem with ceramic head and liner on (B)(6) 2012 here at (B)(6) hospital. The patient reported no unusual activity or any incidences of fall that would have resulted in the fracture of ceramic head.

Manufacturer narrative:
An event regarding a fractured ceramic liner involving a ceramic femoral head was reported. Conclusion the complaint did not allege any failure of the subject femoral head. The provided operative report confirmed the liner fractured but the ceramic head was intact. There is no indication that the product reported in this investigation contributed to the event.

Event description:
On(B)(6) 2014, a (B)(6) female patient was admitted to (B)(6) hospital for the hip surgery due to the fractured ceramic head. This patient had previously undergone a total hip arthroplasty with exeter cemented stem with ceramic head and liner on (B)(6) 2012 here at (B)(6) hospital. The patient reported no unusual activity or any incidences of fall that would have resulted in the fracture of ceramic head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.